Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer reseated all drawer connections isolated the issue to that drawer 4-2 has 7 bad pockets. The fse removed and replaced seven pockets in main drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 4.2 had a cubie failure, can't be recovered and require maintenance. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.